Manufacturer narrative:
Concomitant medical products and therapy dates: details of products: item number 00784801100, item name modular neck a 12/14 neck taper use with +0 heads only, lot # 61312591. Item number 0100185146, item name metasul® ldh®, head adapter, m, 0, taper 12/14-18/20, lot # 2516389. Item number 0100181480, item name metasul® ldh®, head, 48, code n, taper 18/20, lot # 2474768. Item number unknown, item name neck modular kinetiv a, lot # 455017. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim on mom total hip arthroplasty following revision surgery due to bones cyst and left acetabulum with metallosis.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trigger considering the following event is identified: revision due to metallosis, cyst event description: it was reported that products were implanted for left hip on (B)(6) 2010 and revised on (B)(6) 2017 due to bones cyst and metallosis. Review of received data: primary surgery notes dated (B)(6) 2010: preop diag: left hip pain, left hip degenerative joint disease. Surger:y left hip tha. No abnormalities observed in the notes. Revision surgery notes dated (B)(6) 2017: preop diag: failed left hip with possible metallosis from "previous" mom tha procedure: patient had morbid obesity. Old head disimpacted, the neck came out with it. The acetabular component was well fixed and removed with minimum bone loss. Bone cyst was found in superior ramus area. Surgical pathology report dated (B)(6) 2017: dark tan fragments of tissue were received. No inflammation in the tissues noted. "Granulation" tissue with histocytic and foreign body type giant call rxn evident in "acetabular" tissue. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). Possible causes of the reported event include high body weight (patient has morbid obesity), increased wear due to too small clearance, too large clearance, component malpositioning, damaged component during operation, 3rd body wear due to particles, dislocation and patient related causes. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data like x-rays for the investigation and the explants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00138.